Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The exterior of the cycler showed the gasket behind the front panel bezel hanging approximately 1/4 inch onto the front panel. This does not obstruct the view or the functionality of the touch screen. The simulated treatment was performed and completed without any problems occurring. All tests performed without any failures or problems. The cycler weighed fill volume values were within tolerance. Repeat of a simulated treatment attempt using the as-received treatment settings and the simulated treatment was completed without alarms or problems. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that the patient drained out 4,800 ml manually following treatment. The 70% drain criterion was met and the 150% fill criteria were not exceeded. The reported large drain of 4,800ml was 192% over the expected drain volume which resulted in a reportable device malfunction. The patient's peritoneal dialysis nurse later confirmed that the patient felt discomfort which subsided following the manual drain. There were no lasting negative effects of the overfill.